Event description:
It was reported that rotablator unstable speed occurred. A rotational atherectomy procedure on a percutaneous coronary intervention of the proximal left anterior descending artery (lad) was performed. A 1.50mm rotalink plus was used to treat the target lesion. During the procedure, the rpm's started to vary between 120000-220000 without adjusting the dial on the console while burring the lesion in the body. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was ok.